Event description:
This is a report of a patient who experienced a connection issue when an unknown heater bag disconnected from the homechoice automated pd set with cassette. The patient observed this issue during prime of peritoneal dialysis therapy; the patient was not connected. The technical services representative advised that the patient start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.